Manufacturer narrative:
(B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and observed that the device was not charging and the red led was flashing. Therefore, the reported condition was confirmed. The assignable root cause could not be determined/undeterminable. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported by (B)(6) that during service and evaluation, it was observed that the red light emitting diode (led) on the universal battery charger device illuminated. It was further determined that the charging bay was defective on the device. It was noted in the service order that the device would not charge. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.